Manufacturer narrative:
Results and roots of the inspection: torque screw pin pressure deviation (too low). We suspect wron cleaning as the root cause of the pin pressure deviation. Item is broken. We suspect rough handling. Teeth of a starburst are out of specification (worn). We suspect rough handling. Torque screw has a rough functioning. We suspect rough handling. Additionally, interval of the manufacturer maintenance was exceeded by the customer. No patient was injured in that case but due to a potential risk we decided to report this case.

Event description:
Two pin holder broke into two parts during normal surgery (when pinning the patients head). No patient was injured in that case but due to a potential risk we decided to report this case.